Event description:
It was reported that the patient presented to a lead revision. Prior to the procedure, the left ventricular (lv) lead exhibited failure to capture. The lv lead was explanted and replaced. During the procedure, fluoroscopy revealed a dislodgement of the right ventricular (rv) lead. While attempting to reposition the rv lead, it was noted that the helix exhibited failure to extend. The rv lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead's helix got damaged and exhibited failure to retract.

Manufacturer narrative:
The reported events were helix mechanism issue and lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. Unable to perform the helix mechanism/ extension length test due to helix being damaged during analysis. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Electrical testing was normal.